Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a stanford type b dissection with two gore® tag® thoracic endoprostheses (tgt2810/7312139, tgt3115/7909020) and an gore® excluder® aaa aortic extender component (pxa260300/7458460). The left subclavian artery (lsa) was intentionally covered by the most proximal device (tgt3115). The post implantation images showed a type ii endoleak from the lsa. But the physician elected to monitor the endoleak and concluded the procedure. The preoperative aneurysm diameter measured 57 mm. On (B)(6) 2010, follow-up images showed a persistent type ii endoleak. On (B)(6) 2010, coil embolization on the lsa was performed. The endoleak was successfully resolved. On july 12, 2010, the patient was discharged from the hospital. On october 22, 2010, the patient presented with a ruptured dissected aneurysm. The aneurysm diameter measured 58 mm. Open thoracic repair was performed whereby the devices were explanted, and the thoracic aorta was repaired with a surgical graft. The patient tolerated the procedure.